Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted. The helix was also distorted/bent, and the sprint quattro defib coil was also distorted. Additionally, the outer insulation was torn and the outer tubing was kinked/buckled.

Event description:
It was reported that during implant attempt, when the doctor removed the first lead, the coils were coming apart and unraveling. A second lead was attempted, but doctor had trouble crossing the valve and wanted a 9 fr sheath. When the second lead was removed, it was beginning to separate also. Third lead was successfully implanted through a 9 fr sheath. No patient complications have been reported as a result of this event.